Manufacturer narrative:
(B)(6). The lot was manufactured february 27, 2018 - february 28, 2018. Three (3) samples were received for evaluation. Visual inspection revealed that the bladders of the three samples were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed on any of the bladders. The reported condition was verified for the three returned samples. The cause of the condition was not determined. A nonconformance has been opened to address this issue. The fourth sample was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the bladders of four (4) small volume intermates ruptured. This occurred during filling with 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.